Event description:
It was reported that the patient presented for a scheduled procedure. Prior to the procedure, an interrogation was performed, and it was discovered that the right atrial lead exhibited noise and low lead impedance. It was also noted that the lead has insulation damage. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.